Event description:
A customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the screen of the connected glidescope video monitor was intermittently glitching. During a standard evaluation of the customer's returned devices, the image cuts out when manipulating the video baton. A verathon technical service representative isolated the issue to just the video baton. This report is to capture the reportable malfunction found during verathon's device evaluation. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope avl video baton 3-4 was returned to verathon for evaluation along with the glidescope video monitor (gvm) used during the reported procedure. A verathon technical service representative (tsr) evaluated the returned device and confirmed the reported image issue. When connecting the reported video baton to known, good, test verathon equipment, the baton cuts out when moving the tube backwards. The customer's video baton failed verathon's device functionality testing. Next, the tsr evaluated the returned glidescope video monitor but was unable to confirm the reported image issue. When connecting the reported video monitor to known, good, test verathon equipment, it operated as intended. The customer's video monitor passed verathon's device functionality testing. Upon review of the device history for the glidescope avl video baton serial number "(B)(6) ," it was determined that the device was manufactured on november 21, 2016 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact that there are no repairs available for the device, the customer's glidescope avl video baton 3-4 was replaced. It is likely that the age of the device, six (6) years and six (6) months, may have caused or contributed to the event. Upon completion of the evaluation, the replacement video baton was sent to the customer along with their glidescope video monitor that was returned for evaluation. Corrective action is not required at this time. Verathon will continue to monitor for trends.